Event description:
The physician expanded balloon for basilic angioplasty. The balloon burst with inflation on first inflation and a segment of the balloon was dislodged and traveled into the right pulmonary artery. The physician elected not to retrieve the object after evaluation.